Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had moderate to severe calcification in the aortic valve leaflets therefore a pre balloon aor tic valvuloplasty was performed prior to the valve implant attempt. Fluoroscopic valve load inspection was performed thus it is not possible to validate a good load. Significant under expansion and an infold were evident during the first deployment attempt. The valve was recaptured, and a second deployment attempt was made; however, the infold persistent. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Furthermore, recapturing an infolded valve will not resolve the infold. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that possible misload might have contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay resulted from the valve infold.

Manufacturer narrative:
Updated data: d9, h2, h3, h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original jar fully submerged in cloudy solution. The valve was received discolored showing evidence of blood contact with remnants of coagulated blood on one leaflet and on the outflow frame. The valve frame was received in a compressed state with the inflow aspect displaying an elliptical appearance. As received, two leaflets appeared partially open while one leaflet was in a closed position. All leaflets were flexible with signs of creases. All commissures were intact. All sutures were intact. There was no evidence of damages to the frame. The valve was submerged in warm saline; the frame expanded to full dilation. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Upon opening the jar, remnants of gasket material were adhered to the rim of the jar. The gasket, seated inside the lid, was found to be damaged with deep pits in the rubber, consistent with pieces of gasket stuck to the rim of the jar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34 valve, the native valve leaflets were symmetrically moderately to severely calcified. Pre-dilation was performed with a 24 millimeter non-medtronic balloon(vacs). The valve was loaded and fluoroscopic check did not show a misload. The valve was then advanced and deployed in the annulus, but an infold oc curred during deployment. The valve was recaptured and redeployed, yet the infolding persisted. Subsequently, the valve was recaptured and removed from the patient. A non-medtronic valve (octacor) was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012294199); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.